Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Date received by MFR: since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was vaginal outlet relaxation and stress urinary incontinence. The procedure performed was a vaginal sling procedure, percutaneous suprapubic cystotomy, and cystoscopy. Approximately 2 weeks post op, the patient had burning on urination. On examination revealed there was some vaginal irritation present. She was assessed with dysuria, status post vaginal sling.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, approximately 2 weeks post op the patient had burning on urination. On examination revealed there was some vaginal irritation present, assessed with dysuria, status post vaginal sling.